Event description:
A doctor reported to baxter an issue of damaged u v flashtranser set found during use. The doctor stated that a bent spike was found during connection using the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for damaged was confirmed. Baxter received one used set with no cap on spike (loose in pouch) and no cap on patient connector. During visual inspection the tip of the spike was found bent inward.

Manufacturer narrative:
(B)(4).the cause for the reported issue of damage was undetermined. A batch review was not performed as the lot number was unknown.